Manufacturer narrative:
A medtronic field service engineer was asked to download the logs from memory for analysis. No further device evaluation has been authorized, but it is anticipated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a covid positive patient, this 980 ventilator's screen went blank and generated a high pitched "vent inop" alarm and ventilation stopped. A staff nurse noticed the patient was desaturating with bradycardia and no chest rise. It was also noted that the patient experienced shortness of breath and hypoxia. A code blue was called and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation was achieved after five minutes of CPR and two doses of epinephrine. The patient was then transferred to an alternate device and expired three days later.

Manufacturer narrative:
Corrections: section h6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted investigation based upon all information received. It was reported that during use on a covid positive patient, this 980 ventilator's screen went blank and generated a high pitched "vent inop" alarm and ventilation stopped. The medtronic service personnel collected all logs from the unit for analysis. The ventilator was later returned to medtronic for failure investigation. The returned ventilator was assembled and, during analysis, the reported issue was duplicated. The cause of the shutdown was isolated to an incorrectly installed capacitor (c103) on the pneumatic interface (pi) printed circuit board assembly (pcba). Our investigation identified the root cause for these reports to be a manufacturing assembly error where a capacitor within the ventilator was assembled incorrectly. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H9; correction h9 during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.